Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx stents were implanted into the 2nd obtuse marginal. Approx 13 days post index procedure the patient died. The investigator assessed the event as not related to the index device or anti-platelet medication. Safety assessed the event as possibly related to the index device or anti-platelet medication.

Manufacturer narrative:
The patient also has a medical history of chf. The patient was treated with medication prior to death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The index procedure was prompted by mi. The ae term was updated to aortic stenosis. Cec assessed the event as death, cardiac. Cec commented that the patient had severe aortic stenosis. In hospice care. Unlikely to be stent thrombosis. If information is provided in the future, a supplemental report will be issued.